Manufacturer narrative:
The pump remains in use supporting the patient. The report of suspected pump thrombosis could not be conclusively determined as no product was returned for evaluation; however, the report of elevated lvad power readings was confirmed based on the evaluation of the submitted system controller log file, which showed a change in power from the 4-5 watt range to the 6-7 watt range, with elevations as high as 10.3 watts. Numerous low flow hazards events were also observed in the log file. A specific cause for these changes in the pump parameters could not be conclusively determined. Device thrombosis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and addresses flow. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-00117. (B)(4). Approximate age of device - 2 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had undergone a device exchange for prior device thrombosis. The patient was admitted on (B)(6) 2017 due to elevated lvad power readings. Interrogation of the system controller history revealed low flow alarms. Device thrombosis was suspected, and the patient was started on heparin, and then was treated with tissue plasminogen activator (tpa). On (B)(6) 2017, it was reported that the low flow alarms had subsided, and that the lactate dehydrogenase decreased and urine was clear again following heparin and tpa.